Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was confirmed by review of photographs. The review confirmed device was fractured around the weld of the strike plate. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the broach handle has fractured. Attempts have been made, and no further information has been provided.